Event description:
Information was received that a smiths medical level one fluid warmer was not heating. The machine was unable to be replaced with another as the volume dependant patient declined quickly. The patient expired.

Event description:
Additional information was received that states the events leading to the patient's death were a gunshot wound to the right chest and hemorrhagic shock. Intervention performed included manual cardiac massage and resuscitation. Information was also received stating "death diagnoses include cardiopulmonary arrest, hemorrhagic shock, right hemothorax, right lung laceration, acute hypoxic respiratory failure, grade v hepatic laceration, grade IV pancreatic injury, and splenic artery transection, among others. None of these were caused by the fluid warmer's malfunction". The patient did receive left anterolateral thoracotomy, cardiac massage, exploratory laparotomy, retroperitoneal exploration, and ligation of splenic artery and vein.